Manufacturer narrative:
Device has been returned for analysis. The completed product investigation provided the manufacturing deficiency conclusion code was selected based on the field report of a communication issue at set-up. The issue is currently being investigated via (B)(4)/CAPA-00007419. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. Analysis of the returned device which found the device to be non-responsive, x-ray imaging of device found solder leakage touching the battery case causing an internal short.

Event description:
It was reported that the insertable cardiac monitor (icm) was unable to be interrogated with the clinic mobile monitor (cmm) or patient mobile monitor (pmm). Multiple phones were attempted and the device needed to be explanted. Another icm was implanted as a replacement. The device will be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) was unable to be interrogated with the clinic mobile monitor (cmm) or patient mobile monitor (pmm). Multiple phones were attempted and the device needed to be explanted. Another icm was implanted as a replacement. The device will be returned for analysis. No adverse patient effects were reported.